Event description:
Technical services received a call on 08/01/2011 from sales rep. Patient has not been checked in several years, in aug of 2010 had a >2500 for the atrial lead. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).